Manufacturer narrative:
Date sent to the FDA: 3/16/2021. Additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient had a removal surgery on (B)(6) 2018. It was reported the patient experienced pain, recurrence, adhesions, and bowel obstruction. The patient had a previous mesh implanted on (B)(6) 2011 which is captured in a separate file. No additional information was provided.